Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. In the shipping inspection of involved product, it is confirmed that the thumbwheel of deployment handle can be unlocked. Review of the involved inspection record of the involved product/lot# combination confirmed that there were not any indications of anomaly in them. In the deployment handle assembly process of the involved product, when each material (thumbwheel, spring [mechanism for unlocking the thumbwheel], release wire and anti-kinking sleeve) is combined, it is confirmed with the image device if each material is properly installed and keep an image record. Review of all image record of the involved product/lot# combination confirmed that there were not any indications of anomaly in them. IFU states: grasp the deployment handle firmly and depress the thumbwheel until it clicks. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the misago was used during the procedure. While treating the cto of right cia to sfa, when the catheter to be placed in sfa advanced to the lesion, an attempt was made to unlock the handle to release the stent. However, it was so stiff and felt something was wrong, so they stopped using it and pulled it out of patient's body. After removing and confirmed, it was still so stiff. Therefore, gave up using it and it was replaced with a product of a different size. The procedure was completed successfully. The patient was not harmed.